Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Additionally, it was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels due to an underlying pump issue. No additional information regarding this event could be obtained.